Event description:
It was reported that the external pulse generator had a damaged case. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the case was damaged, both the upper and lower cases, as well as one side bail cover and the ring cover were broken. Analysis also found that the high rate cover, caution label, one knob and the battery latches o-ring were missing, the battery drawer, battery latches and battery drawer o-ring were contaminated and that the interconnect flex was out of specification, that there was a connection issue at the light-emitting diode flex connector. (B)(4).

Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action.